Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker had been using more energy because one of the leads came loose. Attempt to obtain additional information was unsuccessful. All available information indicates that device still remains in service. No adverse patient effects were reported.